Manufacturer narrative:
Voluntary distributor report the manufacturer, unimax medical systems, is responsible for performing the evaluation, investigation and any remedial actions related to this reported device issue. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
Voluntary distributor report the customer reported that the sb534, mini endo pocket bag 3x4 10/sc was being used on 1dec23 and the ¿specimen bag broke from the bottom while removing from the patient." There was no impact/injury, medical intervention or prolonged hospitalization to the patient. Further assessment was received; however, no new information was obtained. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.